Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (unable to complete incoming testing) has been confirmed. Upon investigation the monitor was unable to plug into the belt. The belt receptacle guide pins were damaged causing the belt to not be able to plug into a monitor. The root cause for the damaged pins was excessive force. No adverse event resulted from the damaged monitor.